Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard flat mesh (device 4). Additional supplemental emdr and emdrs were submitted to represent the bard flat mesh (device 1) and bard flat mesh (device 2 & 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2001 - patient was diagnosed with abdominal wall incisional hernia thereby underwent open repair with implant of two bard flat meshes (device 1 and 2). Per operative notes, "in the lower midline in upper portion of prior c-section wound, an incisional hernia with sac was dissected out of the subcutaneous tissue down to the fascial ring. A small hernia in the peritoneal space near the level of umbilicus was noted. Both hernias were communicated and made into a single hernia. The peritoneum was closed with sutures, and a piece of bard flat mesh (device 1) was placed above the level of the peritoneum and sutured peripherally. A second piece of bard flat mesh (device 2) was placed over the top of the fascia and secured with sutures. The wound was irrigated and reapproximated with sutures." On (B)(6) 2002 - patient was diagnosed with recurrent umbilical and incisional hernia thereby underwent repair with implant of two bard flat meshes (device 3 and 4). (Note: there is no operative notes provided for this procedure in medical records). On (B)(6) 2014 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device 5). Per operative notes, "the contents of hernia containing viscera were reduced. The hernia defect was closed primarily with sutures over the hernia and a piece of sepramesh ip (device 5) was placed as an overlap on all sides of the defect and sutured on each edge. The mesh (device 5) was tacked circumferentially, and fascia was closed using sutures."